Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field- h6 -medical device ¿ problem code. A getinge field service engineer (fse) checked on site. After inspection, it was found that all data met the factory's specified requirements, and the balloon simulation test equipment was connected. 2. After the simulation test, the equipment operated normally. After the functional test, all data met the factory's specified requirements and were delivered for use.

Event description:
Na.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, cs100 intra-aortic balloon pump (iabp) did not respond when the demo balloon was connected during the equipment inspection. There was no patient involvement.